Event description:
A female underwent screening colonoscopy in 2008 under conscious sedation. Multiple colonic and rectal polyps seen and biopsied. During the biopsy process, the connection between the cautery and the snare was not stay secure. This occurred while a polyp was captured in the snare. The staff held together the connection; cautery functioned and polyp retrieved. The cautery connection was outside of the pt. No pt harm resulted. Pt recovered and was discharged home same day in stable condition.